Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a power cable disconnect alarm while connected to batteries. The patient is reportedly non-compliant. It was believed that the patient might not have been completely connected. On (B)(6) 2014, the patient experienced a pump off alarm, and there was no external power but the patient stated that both cable were connected. The patient was unable to describe the alarms but stated that alarms did occur. The patient was told to exchange to his backup system controller. On (B)(6) 2014, more alarms occurred with power cable disconnect. When the patient arrived at the hospital, all of his batteries needed to be calibrated. The center gave the patient new batteries and admitted him into the hospital for observation. The patient is continuing on battery support with an underground patient cable. There is current suspicion of wire damage on the internal portion of the percutaneous lead. The hospital staff discussed a pump exchange with the patient but the patient is reluctant and due to evaluation, the hospital staff is going to continue to monitor the patient.